Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm approximately 10 years ago. Vessel morphology is unknown. The patient has been presenting for regular follow up visits. It was reported that the patient complained of abdominal tenderness during a regular follow up visit. A CT was obtained on the same day, which revealed a type iii endoleak. The aneurysm was 6 cm in diameter when the endoleak was discovered. During surgery to address the endoleak, the physician discovered that the endoleak was a fabric tear in the left limb, and a separation in the right limb. All the leaks appeared to originate from approximately 4 cm below the flow divider. The cause of the type iii endoleaks is unknown. The physician implanted endurant stent grafts to repair the endoleaks. The leaks have been resolved, but the patient is suffering complications from the spinal anesthesia during the procedure. The patient is currently suffering paraplegia, but it is unknown whether this is permanent or temporary. Review of returned films 10 years post-implant revealed that the bifurcate was positioned just below the renal arteries. The ipsilateral limb was in the left iliac, and the contralateral limb was in the right iliac. The contralateral limb extension was found detached from the contralateral limb (separated 2-3cm) with a type iii junctional endoleak. Contrast was also seen within the distal aaa near the ipsilateral limb. This appeared to be a type iii fabric endoleak. A fractured section of a strut, likely from the ipsilateral limb, was also seen near the limb and aaa sac. The aaa maximum diameter is 6cm. Both limbs are patent. The cause of the separation and fabric endoleak is uncertain. Aneurysm morphology at implant is unknown and earlier post-implant images were not provided to evaluate the stent graft in-vivo configuration during the implant duration. It is possible that aneurysm morphology changes may have contributed.

Manufacturer narrative:
(B)(4). Results: paralysis. Conclusion: paralysis.